Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose value of 214 mg/dl that was trending downward, reportedly associated with the most recent meal. Symptoms included elevated blood glucose without reported injury. Outcomes included no hospitalization and self-resolution as glucose declined. Investigation included troubleshooting and education with the user regarding hyperglycemia management and infusion set practices. Investigation of this case revealed no device malfunction was identified, and user-reported factors indicated a likely postprandial excursion; a change of the insulin infusion set was discussed as part of troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.